Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Since (B)(6) 2013 107 lifetime ventricular sic have occurred. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Three lead failure predictor episodes of less than 200 ms cycle length are recorded between (B)(6) 2013. A lead integrity alert triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and ventricular sic.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d384vrg implantable cardioverter defibrillator, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient went to the hospital after hearing an alert. The alert was triggered due to oversensing. One of the stored episodes was noted to have electromagnetic interference. Noise was noted with arm movement. Low r-wave was also noted. The lead remains in use. No patient complications have been reported as a result of this event.